Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones. The patient noted that this device is on recall and inquired what this could mean. It was also reported that this device was checked recently and that it had a lot of battery life left.